Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the o2 sensor test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the air gas module. The replaced part was returned for further investigation. Simulated use testing of the returned air gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the air gas module passed another pre-use check. The root cause to the reported issue could not be established by this investigation.